Manufacturer narrative:
This complaint is a double entry of complaint (B)(4) (MFR report number 8010762-2021-00363).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow displays the error message "head error". Complaint ID: (B)(4).